Event description:
Reported false positive sars result for 1 asymptomatic consumer. The consumer communicated the result was confirmed negative by molecular (pcr testing) and other rapid antigen testing. An additional consumer event was communicated which is captured on a separate report.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices from each of the pouch lots associated with the reported kit lot with negative standard. Root cause: could not duplicate with retains. Source: phone.